Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the IV set filter during an ivig infusion. The leak was noted 40 minutes after starting the infusion and the infusion was stopped. The customer reported no known patient harm.